Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked and the distal tip was slightly damaged. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the patient's back for between 36 and 48 hours. As treatment, a new pod was applied.